Event description:
Noise on atrial and far-field channel. No noise on rv channel. Ra sensing amplitude has decreased. Lead impedance is stable. The patient is being brought in for follow-up. The lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.